Event description:
The account stated that the observed fire coming from the back of the cell-dyn 3700 analyzer. The operator then switched the analyzer off and pulled out the plug. The account believes that the fire started from inside the power supply board. There were no injuries reported and there was no damage to the laboratory.

Event description:
It was reported that, "patient called to report that she is hearing an audible squeak emanating from her hip".

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
In 2008, a customer reported that fire was coming from the back of the cell-dyn 3700sl instrument. The technician saw the fire, switched off the instrument, and pulled the plug. The smoke was seen coming from inside the power supply main board. A field service representative replaced the power supply and returned the instrument into operable status. The power supply was kept for investigation. There was no damage to the lab or any personnel. The power supply, part number, serial number, revision e, was returned for evaluation on 11/25/2008. The power supply was evaluated with the assistance of the failure investigation team (fit). The investigation performed by the fit found that the ground trace for the dc regulator board to the transformer winding was burned off of the pc laminate. One of the ac terminals on the dc bridge rectifier melted its way off of the device. There were various transformer windings with the insulation burned off of the wires. The power supply was set up for 240v 60hz. The power supply was using an 8-amp fuse, which was still installed on the returned part and was in good condition. The power supply is sold as a field replaceable unit (fru) under part number for use with the cell-dyn 3000, cell-dyn 3500, and cell-dyn 3700. Fuses are not shipped with frus; the fuse is installed during manufacturing electrical and functional testing. An 8-amp fuse is utilized during manufacturing, as the instruments are tested for 120v 50hz electrical configuration. The rear panel of the cell-dyn 3700 contains a red warning label adhered across the ac inputs that states that the instrument is configured for 120v 60hz and further warns in 10 different languages to consult instructions for use if a different voltage is required. Silk-screened on the left side of the rear panel are specific voltage settings for fuses, 8-amp fuse for 100v, 8-amp fuse for 120v, 4-amp fuse for 220v, and 4-amp fuse for 240v. The cell-dyn 3700 system operators manual (list number, revision f) under chapter 1, system description, page 1-18, states that the power supply module voltage switch are set at the factory for 120 volts. An 8-amp (100/120v)t (slow-blow) or 4-amp (220/240v)t (slow/blow) fuse protects the analyzer from power surges. Chapter 2, page 2-5, installation, power requirements, states that electrical requirements for each system are provided in chapter 4, system specifications. Chapter 4, system specification, power specifications, page 4-4, provides power requirements for the analyzer, data station, printer (graphics), printer (ticket), and sample loader. The cell-dyn 3000, cell-dyn 3500, and cell-dyn 3700 installation checklist (part number revision d) under section c - instrument installation, item 1, page 4, states to check the voltage selector/indicator on the data station and analyzer, and verify that the setting is correct to match the voltage output at the installation site. The risk management file (rmf) for the cell-dyn 3700 (cell-dyn 3700 risk analysis v2.15) under the risk analysis table, item 7.01, page 38, indicates that the power supply is a potential source of fire (severity = moderate, occurrence = occasional, and unmitigated risk level = medium). Controls in place to reduce the risk are over-current protection, fusing, safety icons, and hazard warning labels. The residual risk level is low, which is acceptable. For this customer the fusing control was not in place; over-current protection, safety icons, and hazard warning labels were still in place. A review of abbott metric reports did not indicate any adverse trend for the cell-dyn 3700, for the reported issue. The cell-dyn 3700 instrument was installed at the account in 2006. Name of the original account was clinics and later changed to reporter in 2008. There has been one (1) preventive maintenance performed on the instrument since installation. Prior to this last service call, there have been only two parts replaced on the instrument since installation, p/n- pcb assembly, wbc impedance mod and p/n - kit esd cover. Based on the investigation of this complaint, a product deficiency was identified, as the incorrect fuse was found in the returned power supply. The investigation showed that the power supply contained an 8-amp fuse for 240v 60hz and the specification is a 4-amp fuse for this voltage setting. This is the final report.

Manufacturer narrative:
The investigation of the cell-dyn 3700 analyzer smoke and fire issue identified the root cause as the installation of an incorrect fuse (by either the customer or the field service representative) in the analyzer power supply when it is operated at 220/240 vac (volts alternating current), which may result in the possibility of smoke and fire. The cell-dyn 3700 operator's manual contains the electrical requirements and specific voltage settings for each system. There are also controls in place to reduce the risk of smoke and fire (over-current protection, fusing, safety icons and hazard warning labels). The following steps were put in place to correct this issue:a product information letter was issued on 20 march 2009 to emphasize to new customers to follow the instructions provided in the cell-dyn 3700 system operator's manual for fuse replacement. A field communication (product correction) was issued on 27 mar 2009 to all affected customers to ensure that the correct fuse was installed in the cell-dyn 3700 analyzers in the field. Manufacturing instructions were changed to remove the fuse prior to shipping of the product to reduce the risk of an incorrect fuse being installed. Instructions were provided to the field service personnel through an installation check list to verify that the correct fuse was installed during installation. Furthermore, the preventive maintenance procedure was changed to include a check that the correct fuse was installed.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.